Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Multiple follow up attempts were made from tandem technical support to obtain further information, however, no response was received by the customer. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.